Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the sealing was incomplete after 3.5 hours of use during a total abdominal hysterectomy. Blood loss was reported as being less that 200cc. It is unknown if alarms or end tones were heard. Specific methods to stop the bleeding are unknown, but other ligation methods and electrocautery were used. A new ligasure device was used to complete the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4). One lf1723 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found escher on the jaws and no defects. The reported condition was not confirmed. The device was plugged into a force triad generator and tested on simulated tissue with acceptable results. Testing was also performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. The IFU states, do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.